Event description:
An a2101, an ultra base unit and an a1018 was involved in an incident with a slip while attached to a patient. The incident was described as follows: the patient was prone during the c1-2 fusion and was not moved. Right (1 minute) after the headrest was placed, after the patient was placed in the 3 point mayfield the head slipped from the skull pins. One minute into the procedure, the head slipped. A revision was not required. The event did not result in patient injury requiring medical intervention. The physician was still holding the patient's head when it began to move. Patient outcome: no issues. Integra mayfield (a-1083) adult disposable skull pins were used during this procedure (the lot number of the skull pins which were used during the surgery is unknown). Stereotaxy equipment was not used during this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.